Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the broken shim and replaced it during the repair process.

Event description:
During baxter's functional testing of a spectrum pump, the device it was noted that the "bottom of direction of flow shim broken off". There was no patient involvement.